Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient's implantable neurostimulator (ins) was not working. The hcp stated that the ins was explanted about six months prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.